Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device's screen was black. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that while powered on, the ventilator's liquid crystal display (lcd) was black. The rse discussed different part options with the customer and provided the part information for a user interface (ui) assembly without navigation ring (nav-ring).